Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected, and no obvious defects were found. The device was inserted onto a calibrated console and the sample passed irrigation and aspiration, probe and handpiece priming. To replicate the customer's experience, infusion, irrigation, and aspiration were tested to ensure functionality. The infusion, irrigation, and aspiration pressures were measured at multiple setpoints throughout the console range and met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No irrigation error was observed during evaluation. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irrigation error occurred and it did not come out at all during surgery. The surgery was completed after replacing the product with another one. There was no patient harm.